Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an iliac aortic aneurysm. Aneurysm morphology was not reported. The patient's iliac arteries were severely ectatic. After the stent graft was implanted there was a distal type I endoleak present which was expected due to the ecstatic arteries. The physician ballooned and placed an aortic cuff. The leak became smaller but was still there. The decision was made to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (secondary intervention required) - conclusion - (endoleak), (iliac arteries were ectatic).